Manufacturer narrative:
Follow-up # 1 06/07/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 05/11/2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the down arrow and ok buttons are unresponsive to presses. It was reported that the pump is not exposed to water and there is no keypad peeling.